Event description:
A customer had a problem with the dual lumen PICC. The customer reports "PICC leaking by butterfly".

Manufacturer narrative:
A sample was received for evaluation. An investigation is currently underway upon completion the results will be forwarded.